Event description:
Consumer claims to have rec'd 3rd degree burn on her left buttock. It appears she used pad contrary to instructions & warnings, sleeping for six hrs with the pad under her body. She saw a dr and was treated with keflex & silvadene cream for the 3cm x 1.5cm wound. She says the burn became an open wound that took 2 months to heal.